Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's blood glucose level was 38 mg/dl. The customer received a missed bolus reminder alert, five minutes after he took the bolus. The product was not returned. Nothing further to report.